Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation procedure performed on (B)(6) 2018, absence of pacing was observed upon lead connection when the subject pacemaker was placed on the patient. Pacing started when the pacemaker was put in the pocket.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the implantation procedure performed on (B)(6) 2018, absence of pacing was observed upon lead connection when the subject pacemaker was placed on the patient. Pacing started when the pacemaker was put in the pocket.